Event description:
Customer's home care nurse reported an advantage system blood glucose result of 200 mg/dl, lab result of 66 mg/dl within 10 minutes. Customer was admitted to hospital for symptoms of hypoglycemia and respiratory infection. A request was made for the return of the system, replacement was sent.